Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, during the fluoroscopic inspection of the valve load, crown overlap possibly extending past the third node was noted. Upon the first deployment attempt, the depth was shallow and an infold of the valve frame was observed. The valve was replaced. A new valve was used for implant. It was reported that the annulus size was 86 mm. Per the physician, the severe leaflet calcification contributed to the infold. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.